Manufacturer narrative:
The heartmate3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate3 lvas was received on 23 august 2017. The same device is used commercially and int he ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device- 2 years and 5 months.(calculated from the date when the modular cable was issued to the patient). Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm and open fuse was confirmed during analysis. The evaluation of the returned modular cable revealed the cable was in used/worn condition. A significant discoloration was observed on both strain reliefs. During further evaluation, the outer insulation was removed and exposed red and orange wires were confirmed. The exposed wires represent the ground and one of the power lines. The electrical connection between the wires would result in the driveline power fault alarm and the damaged/open fuse confirmed during the system controller evaluation. A specific root cause for the damaged wires was not able to be determined during this evaluation. The manufacturer will continue to monitor for similar incidents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency room on (B)(6) 2017 with a driveline power fault alarm. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed the driveline power fault alarm. The customer exchanged out both the system controller and modular cable as advised and the alarm resolved. An additional log file from the new system controller submitted for review after the equipment was exchanged did not contain any driveline power fault alarms or any other issues. The customer was sent home that same evening. No additional information was provided.